Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 49-60 mg/dl. Reportedly, the customer delivered a food bolus and did not eat the food that was bolus for. Customer consumed carbohydrates to resolve the issue.